Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a faulty patient board. The identified part was replaced and the device was repaired. The software was upgraded. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure: in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that during preparation for use, the device exhibited no video/image. There was no patient involvement on the reported issue. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the device evaluation reported, malfunction of the patient board was identified from the repair report. It was judged that accidental failure was caused by some device on the patient board due to deterioration over time as the subject product had been used for a long time, causing failure to display the endoscope images. Possible cause could be that the endoscope, camera head, or oes video converter is not connected correctly. As stated in the IFU (instruction for use) , connect the endoscope, camera head or oes video converter as described in its instruction manual. Olympus will continue to monitor complaints for this device.